Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4). Patient was implanted for spinal pain. Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had to charge too frequently. The patient stated her current ins has always taken a long time to charge and has started to deplete faster than before. The patient stated her previous ins lasted two months, but her current one only lasts two weeks when half charged. The patient states that it takes too long to charge the ins beyond 50%, so she only ever charges it halfway. It was reviewed that if the programmed current demands were higher than the previous device battery life would be affected. The patient stated the ins was almost completely depleted when she tried to turn it on today, and had been half charged two weeks ago. The patient stated her previous ins did not deplete when it was off. It was reviewed that it was expected for a device to deplete when off, but at a slower rate than if it was providing therapy. The patient stated it was hard to charge as she often got poor coupling. Charging best practices were reviewed and the patient stated she has trouble getting even 6/8 coupling. She stated she can usually get four bars, but she has to charge the ins over two days and lay in a certain position to get all the bars. The patient did not use the belt but used adhesive discs. It was reviewed that the ins is still charging even with 0 bars but the efficiency is not good. It was suggested that the patient be walked through using antenna locate , but the patient declined and stated the big issue was the ins depleting when not on. The patient was sent a new recharger to rule out external equipment as the reason for the charging issues. The patient was redirected to their healthcare provider (hcp) to check that there were not pocket concerns, and recommended that the patient keep a journal of charging and also reviewed that the hcp could review recharging statistics. The patient reported that pain came back in her foot so she wanted to use the ins. It was confirmed that the previous implant was replaced due to normal battery depletion. There were no reported complications and no further complications were expected. Additional information received stated that the replacement of the recharger did not resolve the poor coupling, taking too long to charge, return of foot pain, and ins depleting quicker than normal. The patient reported that the battery no longer takes a charge at all. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Corrected information: the event should read adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.